Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported the deviation that described the event had been deleted by the site coordinator since it was enter in error, there were no impedance, out of range issue according to the impedance measurements. Additional information on (B)(6) reported per the healthcare professional (hcp) that had confirmed with the rep that there were no out of range. There were no further complications that have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pulse width was changed from 90 microseconds to 200 microseconds, despite 50% decrease in all vas measures due to out of ranges at 90 microseconds. The outcome was not reported. No further complications were reported or anticipated.